Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported aligners causing small lacerations on the inside of their lips, both on top and bottom. Provided hhtt and warm water tips and to remain in current aligner for 14 days.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.